Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient states that she was operated for the first time in the year * with pinnacle corail prosthesis, cup size 48 or 50 and an insert of 32 mm. Today * the patient is intervened again for a hip revision, where it is evidenced decoupling of the insert to the cup, as if it had been released, which causes displacement of the same and the femoral head , which by friction damages the polyethylene and is in contact with the cup that is also metallic. The insert and cup are removed and replaced by a new implant from another provider. Doi: (B)(6) 2018, doe: (B)(6) 2024.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, the patient states that she was operated for the first time in the year * with pinnacle corail prosthesis, cup size 48 or 50 and an insert of 32 mm. Today * the patient is intervened again for a hip revision, where it is evidenced decoupling of the insert to the cup, as if it had been released, which causes displacement of the same and the femoral head , which by friction damages the polyethylene and is in contact with the cup that is also metallic. The insert and cup are removed and replaced by a new implant from another provider. The product was not returned to depuy synthes, however photos were provided for review. See attachment source file - (B)(6). The photo investigation revealed that the pinnacle sector ii cup 50mm was articulating with the femoral head as a result of a disassociation of the liner from the acetabular cup. Therefore, the reported condition can be confirmed. With the information provided is not possible to determine a potential cause at this moment, however in support of the evaluation performed, the observed condition of the pinn sector w/gription 54mm may have been caused by exposure to irregularities in the weight loading of the device and moments generated. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the pinnacle sector ii cup 50mm would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.